Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a chronic catheter of placement procedure, the dilator tip was allegedly broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 10.0fr peel-apart sheath and vessel dilator were returned for evaluation. Visual, microscopic and functional evaluations were performed. A valve cap was noted to be missing from the t-handle of the peel-apart sheath. Under microscopic observation, ultrasonic weld material was noted throughout the edges on the bard t-handle side. The valve attached on the bard side of the t-handle valve cap was gently stretched and it did not detach. The manufacturing review states, an initial view showed a 10fr airguard vessel dilator was observed to be present. A closer look showed that half of the top cap belonging to the end indicating bard on the t-handle was detached, additional images showed traces of ultrasonic welding on the edge of the t-handle indicating that the sample had been welded correctly. Therefore, the investigation is confirmed for the identified valve cap detachment issue. However, the investigation is unconfirmed for the reported fracture issue as no fracture was noted in the returned sample. The investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a chronic catheter of placement procedure, the dilator tip was allegedly broken. The procedure was completed using another device. There was no patient contact.